Event description:
Reportable based on the device analysis completed on 18jun2024. It was reported that the balloon would not load into the wire. The target lesion was located in the right leg vessel. A 3.5mm x 40mm x 145cm coyote es balloon catheter was selected for use. While attempting insertion, the balloon failed to load onto the wire. The procedure was completed with a different device there were no patient complications reported. However, returned device analysis revealed guidewire lumen is stretched and separated 7.8cm from the tip.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is stretched and separated 7.8cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed damage to the device that would have contributed to the reported difficulty to track over wire.